Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Customer's blood glucose ranged from 203-204 mg/dl. Reportedly, the transmitter and the pump regained connection and the customer continued to use pump for insulin therapy.